Event description:
Patient reported lefts side with" left side rupture" devices remains implanted and will not be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.